Event description:
It has been reported to philips that the device gave an error indicating imaging was not available. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The malfunction was resolved via the device's recovery action (restart). The system was restarted twice and imaging functionality was recovered. The philips field service engineer (fse) inspected the system and reviewed the logs onsite which showed a sporadic connection problem from the generator to the system. To resolve this, the fse replaced the mpd (managed power distribution) control unit. The analysis of the replaced mpd control unit did not reveal any faults with the part. Nonetheless, following the replacement, the problem has not reappeared, and the device was restored to proper working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.